Event description:
Additional information received from the healthcare provider (hcp) reported the device wasn¿t working at all. The hcp wasn¿t exactly sure what the issue was but believed one of the issues was that it wasn¿t holding a charge. It was noted the hcp didn¿t know who the managing physician was but believed the consumer saw a specific physician for their back pain, but also mentioned another physician they saw at one point, so a request was made to meet with the manufacturer's representative (rep). No patient symptoms were reported. Relevant medical history includes post-lumbar laminectomy syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that they met with the patient on 2017-02-13. The patient's ins was interrogated and was found to have reached eri. The physician has been notified and a replacement surgery is being organized.

Event description:
Additional information was received from the patient reporting that they first experienced their stimulator not working on "8/16". The patient reports that they tried charging the battery but the stimulator would not connect. The patient mentions that to resolve the issue they are expecting help from the manufacturing representative (rep) or a new stimulator. On december 22 additional information was received regarding the patient. It was reported that the patient's ins isn't working and they are looking to reach the local rep to meet with the patient. It was explained to the caller why the rep couldn't meet the patient at their home. The caller didn't know if the patient had a managing physician.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy. It was reported that the patient wanted to get in contact with a rep as their device stopped working. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing rep indicating that they would reach out to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.